Event description:
Additional information was received from the healthcare provider (hcp) via a device manufacturer representative indicated that the granuloma was caused by the high 40 mg/ml concentration of morphine being infused. It was reported that an explant procedure was performed and 26cm of the catheter were removed from the distal portion and tied off to prevent any further residual catheter leakage. It was unknown if the issue was resolved at the time of this report; the hcp may also be injecting preservative free saline into the intrathecal space in the near future. It was noted that the pump was permanently shut down and was left in the patient pending replacement. No further complications have been reported.

Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial#(B)(6) implanted: (B)(6) 2016 explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-oct-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown morphine 40 mg/ml at around 8.7 mg/day via an implanted pump. It was reported yesterday the patient was diagnosed with a granuloma via imaging. It was noted saline was placed in the reservoir, and the pump was programmed to minimum rate mode. The doctor was unsuccessful/unable to aspirate while performing a catheter access port (cap) aspiration so drug remained in the pump tubing and catheter. It was further reported the doctor texted the rep stating he wanted the pump off code knowing it was a terminal state of the pump. Pump off information was provided. No further complications were reported.